Event description:
Caller reported a cartridge alarm 30 occurring, but it was confirmed that this did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. The customer has been instructed by technical support to utilize multiple daily injections as a backup therapy until the replacement pump arrives, as it was covered under warranty and set to be replaced by.